Event description:
Device has damaged #1 control knob and damaged #2 chest depth knob.

Manufacturer narrative:
From description of problem, device was not able to be activated initially to provide CPR due to damaged control knobs. Information received from distributor indicates the device was in use on pt when it failed, however the report also indicates the length of time while in use on pt prior to the failure as unknown. This would indicate that the problem was discovered or occurred during setup on the pt and the device was not able to be activated due to the damage to the control knobs. Reported as product problem as head nurse did not feel failure of unit contributed to death of pt. Analysis, results, recommendations: additional test methods used: disassembled and inspect. Test results and observations summary: all units fractions could not be tested due to damage of control knobs. Screws sheared off on the on/off switch. Complaint confirmed. Analysis / root cause: unit appears to have been dropped. Damage in control panel area damaging on/off switch. Recommended repairs: replace on/off switch, replace cdnv due to damage to theads replace ratchets in lon. Replace piston/quad ring clean and lube piston bearing.